Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It was incorrectly reported in initial report that device history records were reviewed as part of the investigation. Device history records were not reviewed for the system.

Manufacturer narrative:
This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Field service specialist visited the account and replaced the vacuum pump, 1/4 and 1/8 hoses, and vacuum regulator printed circuit board (pcb). Did a vacuum calibration and verified system operation and all were good. Manufacturing year 2014. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after capsulotomy just before the fragmentation and while laser was firing the system lost vacuum.